Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2008 when the device recorded two manual power ups. The device failed a self-test due to a low battery on (B)(6) 2011. Multiple manual power ups one of ten minutes duration were observed in the device memory between (B)(6) 2016 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The manual power ups may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The device was found to be giving incorrect child patient prompt with an adult pad-pak installed during testing and would indicate failure of the reed switch. The reed switch was tested as part of final test, it is therefore concluded the reed switch failed after dispatch from heartsine. The reed switch was replaced and the device performed as expected. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.